Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: for sample ID (B)(6), the category/subcategory of mechanical issue - lubricity was verified since the interior surface of the funnel was not observed to be lubricious. Due to the non-lubricious condition of the interior surface, a lubricity/ functional evaluation was not performed. The probable cause for the interior surface of the funnel to not be lubricious is unknown; however, a manufacturing error is suspected. Command medical products and formacoat were notified of the sample condition. The sample was sent to formacoat for additional evaluation. For sample ID (B)(6), the category/subcategory of mechanical issue - lubricity was verified since the interior surface of the funnel was not observed to be sufficiently lubricious. During the lubricity/ functional evaluation, the breast implant was not able to be propelled forward. The probable cause for the interior surface of the funnel to not be lubricious is unknown; however, a manufacturing error is suspected. Command medical products and formacoat were notified of the sample condition. The sample was sent to formacoat for additional evaluation.

Event description:
Company representative reported on behalf of physician "keller funnel didn't have any lubricant coating on the inside of the funnels." Patient contact was not made.

Manufacturer narrative:
Lot numbers 23b35c and 23b42c received in lab in sealed packaging. Device(s) related to complaint were not received. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "keller funnel didn't have any lubricant coating on the inside of the funnels".

Event description:
Company representative reported on behalf of physician "keller funnel didn't have any lubricant coating on the inside of the funnels." Patient contact was not made.